Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The catheter was returned for evaluation. The distal shaft proximal to the tip was intermittently scratched and the polymer coating was damaged. No bend or deformation was found on the returned catheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the catheter surface was scratched and the polymer coating was scraped by interfering with the severe calcification of the lesion. It was concluded that there was no indication of product quality deficiency. Although there were reportedly no adverse patient effects, the polymer coating was too severely damaged to completely rule out a possibility that some coating fragment(s) might be left in the patient anatomy. The warnings section of the instructions for use (IFU) states: do not use this microcatheter in advanced calcified lesions; and, if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.)

Event description:
It was reported that a ppi was performed to treat a severely calcified cto in the left ata. During the procedure, the distal segment of an asahi catheter deformed when it was advanced over a guide wire that crossed the target lesion. No particular intervention was taken against the deformed catheter. Ablation using a crosser and poba were performed to successfully reestablish the blood flow. The patient was fine without problem after the procedure.